Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the priming process. The following information was provided by the initial reporter: "issue = fluids/flushes will not pass through the extension set. Seems to be clogged. Patient harm : no... - was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Occurred during preparation/priming - what was the patient outcome? No patient harm. Transferred to a higher level of care, no adverse effects, patient discharged, etc."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2023-05-19. H6: investigation summary: 150 samples (model #mp5301-c, lot #22069307) were returned by the customer. It was reported by the customer that fluids/flushes will not pass through the extension set. Evaluation of 59 samples were performed. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and attempted to be flushed with water. 54 samples were able to be flushed. The failure was unable to be replicated in these samples. 5 samples were unable to be flushed. These samples were further examined under magnification where occlusions were observed in the tubing near the top connector. The customer complaint can be verified. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5301-c, lot number 22069307 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the priming process. The following information was provided by the initial reporter: "issue = fluids/flushes will not pass through the extension set. Seems to be clogged. Patient harm = no... Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Occurred during preparation/priming; what was the patient outcome? No patient harm. Transferred to a higher level of care, no adverse effects, patient discharged, etc."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.